Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two cardiac resynchronization therapy defibrillators (crt-ds) were each interrogated and the battery status bar was gray. They were re-interrogated later and the issue persisted. The devices were not used and there was no patient involvement.